Event description:
The customer called technical support (ts) reporting that the device's touchscreen does not respond and is broken. The customer reported there was no patient involvement at the time the issue was discovered. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Upon a good faith effort follow-up with the customer, it was confirmed that the reported issue was actually for a blower failure that emitted an abnormal sound. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse replaced the blower assembly to resolve the reported issue. The device passed the required performance verification tests per philips standards.